Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) level ranging with a displayed as ¿high¿. However, a specific value was not provided to over 500 mg/dl. Reportedly, the customer alleged, the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address bg level. Tandem technical support (cts), performed a system check and performed a review of the pump data to determine a possible cause. Cts determined, that the pump functioned as intended and the cause of the high bg was unknown. A replacement pump was sent to the customer for customer satisfaction. And customer reverted to manual injections for insulin therapy.